Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, post-paced t-wave oversensing was observed on the ventricular channel on a stored electrogram (egm). The patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable following the programming changes.